Event description:
It was reported that the ilet pump¿s screen battery depleted and the device would not power or display while on the provided charging pad, with a flashing green light observed on the pad; the user switched to backup therapy and later reported the issue resolved, and the event aligns with an unexpected shutdown potentially related to the seal component of the device. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an insulation problem was identified, consistent with an unexpected shutdown in which the seal component was implicated as the affected part. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.